Event description:
The customer reported obtaining erroneously high white blood cell (wbc) results for four (4) patient samples from the coulter lh 750 hematology analyzer. Subsequent repeat of the samples on an alternate analyzer produced lower wbc results. The customer also stated that the lh 750 instrument generated intermittent incomplete differential results (no results generated) for the patient samples. The customer reported the erroneous wbc result for one (1) patient out of the laboratory. However, there was no report of any change or affect to patient treatment in connection with this event. The customer also sent the four (4) patient samples to an outside laboratory for cd4 count testing and obtained results which correlated with the rerun results obtained from the alternate analyzer. Beckman coulter reviewed the provided patient data which indicates that sample one (1) cycled on the lh 750 analyzer recovered an erroneously high wbc result with suspect messaging as compared to the rerun on the alternate instrument on the following day. Instrument printouts for sample two (2), three (3), and four (4) recovered high wbc results without suspect messaging when compared to the rerun on the alternate analyzer.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a faulty white blood cell (wbc) diluent dispenser. The fse proceeded to replace the wbc diluent dispenser to resolve the issue with erroneous wbc results. In addition, the fse also discovered dirty shear valves and proceeded to clean the dirty shear valves to resolve the intermittent incomplete differential results generated on patient samples. (B)(4).